Manufacturer narrative:
H3 evaluation of the returned mvs cable bi71-167 lot# 802 rev c failed visual inspection. Ground wire on cable is cut, unable to be tested. Physically damaged. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000424; product ID: bi71000167. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that while taking a spin, the system popped up a message on the mobile view station (mvs) stating the spin was not completed (the site was convinced they did not let go of hand switch button). After this message appeared, the site was unable to take another spin so they rebooted the system. The site rebooted the system and upon boot-up, the gantry was showing radiation disabled. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, reboots were attempted with both connection and disconnection.

Manufacturer narrative:
H3, h6) the system was serviced in the field and it was found that the umbilical cable and connection panel were showing signs of wear. The cable was replaced and the new connection panel was verified and the system then performed as intended. Codes b01, c07, and d02 are applicable. H2) additional information in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.